Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote transmission, that the patient received a shock for atrial fibrillation/atrial tachycardia with possible rapid ventricular response. There was also occasional atrial p-wave undersensing during arrhythmia. The atrial lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote transmission, there was atrial p-wave undersensing during arrhythmia. The atrial lead remains in use. No patient complications have been reported as a result of this event.